Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00039 on february 18, 2014 for (B)(6) results for advia centaur xp hiv 1/o/2 enhanced (ehiv) lot 103152 compared to advia centaur ehiv lot 103150 and 103156 during a patient correlation between reagent lots. On march 20, 2014 - additional information: the customer reported to siemens that the samples were confirmed (B)(6) by western blot. Siemens continues to investigate the issue.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00039 on february 18, 2014 for (B)(6) results for advia centaur xp hiv 1/o/2 enhanced (ehiv) lot 103152 compared to advia centaur ehiv lot 103150 and 103156 during a patient correlation between reagent lots. Supplemental report 1 was filed on march 20, 2014 reporting that the sample results were confirmed by (B)(4). April 23, 2014- additional information: siemens performed a multi-reagent lot study with advia centaur ehiv lots 103152, 103156, 103158 and 103160 with commercially available seroconversion panels ((B)(4)). The four reagent lots tested showed identical diagnostic performance on the seroconversion panels. The performance of the (B)(6) lots was also compared to that of other commercially available third and fourth generation tests, as well as pcr. The (B)(6) assay correctly showed a reactive result at the same timepoint or earlier than all the other (B)(6) antibody-only assays. Comparing the (B)(6) assay to fourth generation antibody/antigen combo tests, (B)(6) showed identical performance to fourth generation tests in most instances. As expected, in some instances, fourth generation tests and pcr showed earlier reactivity than (B)(6) in some instances. The (B)(6) assay is a qualitative assay, not a quantitative assay. The seroconversion panel study shows that all lots tested resulted in identical diagnostic performance. No further investigation is required. The cause of the discordant negative advia centaur xp ehiv results is unknown.

Event description:
Customer observed false negative results for advia centaur xp hiv 1/o/2 enhanced (ehiv) lot 103152 compared to advia centaur ehiv lot 103150 and 103156 during a patient correlation between reagent lots. There are no reports that patient treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the false negative results with advia centaur xp ehiv lot 103152.

Manufacturer narrative:
The cause of the discordant negative advia centaur xp ehiv results is unknown. Siemens is currently investigating the issue. No further evaluation of the device is required. Quality control results are within range. The limitations section of the instructions for use states the following: "the advia centaur hiv 1/o/2 enhanced assay is limited to the detection of antibodies to hiv-1 and/or hiv-2 in human serum or plasma (potassium edta, lithium or sodium heparinized, and acd)." "It is recognized that currently available assays for the detection of antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies may be undetectable in some stages of the infection and in some clinical conditions."